Manufacturer narrative:
Upon investigation of the actual device used in this incident found that patient orders not crossing. A technical support specialist verified that the problem originated from the third-party system, and since the implementation of the fix, no further failures have been reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients names were not crossing over during patient care. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.